Event description:
Pt underwent minimally-invasive fusion of l2, l3 and l4. Bone graft (bg) was placed and post-op xrays reported showed bgs with good placement. In rr, pt c/o bilateral foot numbness and inability to dorsiflex or plantar flex feet. CT showed bg material extruding from l4 and l2. The pt was returned to operating room and surgeon removed the bg bags from l4 and l2. Unable to get all of the bg material out.